Event description:
While verifying coordinates prior to beginning the biopsy. It was noticed that the lateral x coordinate was not given on the hologic console. After retrying, taking another image and verifying the coordinates again it was not given on the hologic console. It was then decided by the radiologist to switch the approach to the ml position where the lateral x coordinate was not needed. The biopsy was performed, hologic was called ticket# (B)(4). Service was performed on unit (B)(6) 2021- latch and cable replaced. FDA safety report ID# (B)(4).